Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration, the subject device operated well within manufacture specifications. Additionally, the technical expert noted that the sr560 treatment handpiece was incorrectly over calibrated by the device operator causing higher energy output. The expert noted possible reasons this may have occurred; treatment head was not perfectly attached on the calibration device, the plastic tip on the treatment head was not removed before calibration, or the device operator used the dl for the sr calibration plate. Subject device malfunction is not the suspected root cause of the event reported. Lumenis is continuing its investigation. When additional information becomes available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following ipl treatment with a lumenis quantum sr laser, sr560 handpiece. No report of serious injury or medical intervention has been received except for the initial report from the user facility.